Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified damaged to two cartridges as the customer felt no negative pressure during the fill process. Customer's blood glucose level was 122-123 mg/dl. Reportedly, a new cartridge was loaded resolving the issue.